Manufacturer narrative:
Eval summary: batch number hv30476610 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle sterility test are registered as conforming.

Event description:
The physician reported that after treatment under the eyes with juvederm ultra the pt presented with swelling, bruising, and blisters directly under both eyes. A few days after the injection, the pt developed a blister under the left eye. About 2 weeks after that, the pt developed the same type of blister under the right eye. Initially, no treatment was given. Further f/u with the physician notes the pt was treated with hyaluronidase and per the physician, the hyaluronidase was given to prevent the worsening of the symptoms that may have led to permanent damage. The physician indicates: "the bumps are still there and very edematous."